Event description:
Clinical study: it was reported that 1 month after a coronary drug eluting stenting treatment procedure, the pt expired. Additional info has been requested.

Event description:
It was further reported that 37 days after a coronary drug eluting stenting treatment procedure, the pt expired. The lesion being treated was located in the left anterior descending (lad) artery. Ivus was used before the physician predilated the lesion. The vessel's diameter is reported to be 2.75 mm. The physician then deployed a taxus express2 8.8% 2.5 x 20 mm drug eluting stent. The stent was not post dilated. The cause of death has been reported to be cardiomyopathy.

Event description:
It was further reported that the pt was enrolled in the program in 2004. Target lesion 1 was identified in the 2nd diag with 90% stenosis and a 2.75mm reference vessel diameter. Target lesion 1 was treated with predilatation and placment of a 2.5 x 20 mm taxus stent. Residual stenosis was 0% following post-dilatation. The pt was discharged to a nursing facility for rehabilitation 3 days later on asa and plavix. The pt was taken to the ER a mos later with shortness of breath, elevated potassium and acute renal failure. Chest x-ray showed questionable right lobe pneumonia. Ck's were elevated at 11,000, ck-mb's were 155.3 with an index of 1.3 and troponin level was 0.49 (site confirmed ck elevation was due to rhabdomyolysis). EKG revealed normal sinus rhythm. The pt was admitted to the ICU, and underwent dialysis due to renal failure. The next day, the pt wished to be left alone with comfort care measures only. Dnr was instated. The pt was seen by hospice the next day and was transferred to inpatient hospice. The pt expired the next day (37 days post enrollment). Death certificate states cardiomyopathy as the cause of death. There was no autopsy performed. In the opinion of the physician the relationship of the event to the target vessel involved is "unk."